Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead regarding high out of range pacing impedance measurements. An x-ray will be performed in the near future to check lead connection. Subsequently, additional information was received that an x-ray was not performed. During a recent follow-up the impedance measurements were observed to be within a normal range, so no intervention was necessary. There were no adverse patient effects reported.